Event description:
The user facility reported 19yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were high purge pressure alarms on the pump. The pump was running sodium bicarbonate in the purge. The purge pressure was steadily rising and the purge flow was falling since the insertion. There were no kinks or occlusions found. The purge solution was changed to tissue plasminogen activator (tpa) to troubleshoot and remedy the pressure alarms. There was no patient harm reported.

Manufacturer narrative:
The investigation for the high purge pressure alarms has been completed. Clinical report was reviewed finding that a purge bag change is completed, for about 4 minutes. At the end of the bag change the purge pressure immediately increases and triggers the high purge pressure alarm but it relieves itself. Additionally, at the time of the purge pressure spike, there is no motor speed change or motor current spike. This resembles a kinked purge line that most likely happened right at the end of the bag change. The root cause of the high purge pressure is mostly due to a kinked purge line. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.